Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
A patient underwent a spinal procedure on (B)(6) 2025. It was reported that four months postoperatively the s1 screw broke at the neck. Revision surgery occurred to remove the screw.